Event description:
The following is based on medical records provided by the pt's attorney. On (B)(6) 2000, pt underwent repair of ventral hernia with implant of a bard flat mesh. A nodule of infarcted omentum in the right lower quadrant was noted. On (B)(6) 2005, pt underwent repair of a recurrent incisional hernia with implant of composix mesh. A loop of incarcerated bowel was dissected away from the previously implanted bard flat mesh, which remained implant. Lysis of adhesions was performed. On (B)(6) 2007, pt underwent laparotomy to address partial obstruction. Lysis of adhesions was performed. There was an area of chronic draining sinus where many loops of bowel were adherent. An enterotomy was made, repaired with sutures, and serosal tears were noted. Both the bard flat mesh and the composix mesh were explanted. A non-bard mesh was implanted to repair the recurrent incisional hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided, no definitive conclusions can be made. The pt underwent repair of a hiatal hernia three months prior to her (B)(6) 2000 ventral hernia repair procedure. The info provided indicates that the pt developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. There is no indication of defective mesh, and no pathology to confirm explant. Additionally, no product has been returned. If any add'l info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00782 for info related to the composix mesh implanted on (B)(6) 2005.